Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was fractured and distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the exposed defibrillator coil had a white substance, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism and sleevehead. The analyst also noted that the lead appears to have been implanted with a bend in it at the fracture site.

Event description:
It was reported that the right ventricular lead had a coil fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.